Event description:
The truebeam application received unhandled exception error at the end of a treatment, indicating the application needed to close. The truebeam became unresponsive and shift>control>alt> r, would recover the data but we would end up with same error when attempting to close the pt. We were unable to proceed with other treatments without clearing the recovery session folder manually. The customer's complaint is as follows: although the pt was treated successfully, due to the error, there was no means to recover and the treatment data was lost as a result. When the application becomes unresponsive, there needs to be a means to always be able to have a record that can be imported into aria with accurate treatment data. Image only plans are not possible on truebeam. There was no serious injury reported as a result of this event.

Manufacturer narrative:
Though still under investigation, varian has determined that an MDR appropriate, as this reported malfunction, should it recur, may potentially result in serious injury. Add'l f/u to this MDR is expected upon completion of the investigation.